Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had a low vacuum error.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to evaluate this unit. Found several low vacuum faults. Fse replaced drive manifold, hose assy #2, hose assy #5 vacuum and completed pm. Equipment passed all functional testing. Returned unit to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a low vacuum error.